Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 (mg/dl). Customer administered a bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended; however, customer reported using cold insulin. Recommendation as made to change site and discuss diabetes management with health care provider.